Event description:
The device was implanted within the left subclavian, on 11/21/96, for use in the pt's therapy. On 3/6/97, the facility nurse contacted a MFR nurse with the following report: on 1/27/97. The pt was in the clinic for taxol infusion. When the device was accessed "old blood" was returned from the device and it was free flowing. One hour from taxol infusion, swelling, tenderness, and a fluid leak around the needle developed. A chest x-ray was performed which showed a "broken" catheter with the distal portion floating at the superior vena cava/right atrium. The embolized catheter was retrieved by an endovascular snare, and the device body was explanted. A new device was implanted in the right subclavian. At explant, the catheter was noted to be fractured 7 cm from the device body. The device catheter reportedly fractured where is passed between the clavicle and first rib.